Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during this sleeve the surgeon noticed that on the first firing using a green load and seam guard that the staple line had malformed staples toward the middle of the staple line. This was noticed after he fired four additional times. The staples looked as if they had not been bent by the anvil as they were straight. Even though they were through tissue, they still were pointed straight as if they missed the pockets. He sutured over the middle part where the staples were and completed case. There were no adverse consequences for the patient.